Manufacturer narrative:
Investigation summary: customer returned two (2) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during priming and needle bent at non patient end. Both returned pen needles were examined, and it was observed that both exhibited bent non-patient end (npe) cannula, however, no evidence of manufacturing defects were observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). As both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 7073543, 7145846. It was reported needle clog during priming and needle bent at non patient end. Verbatim: consumer reported needle clog during priming and needle bent at non patient end. Consumer does not re-use, problem involves two different lots, samples will be submitted for evaluation. Two previous complaints were reported within the past 6 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7073543, medical device expiration date: n/a, device manufacture date: 2017-05-09, medical device lot #: 7145846, medical device expiration date: n/a, device manufacture date: 2017-08-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 7073543, 7145846. It was reported needle clog during priming and needle bent at non patient end. Verbatim: consumer reported needle clog during priming and needle bent at non patient end. Consumer does not re-use, problem involves two different lots, samples will be submitted for evaluation. Two previous complaints were reported within the past 6 months.